Event description:
Healthcare professional reported "chronic capsulitis."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2; b.5; b.6; d.4; h.4; h.6.

Event description:
The right side device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3, b.5 , d.7 , h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported a patient experienced the events of ¿pain¿, ¿deformation¿, and ¿probably rupture" on the right side. The device remains implanted.